Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the likely cause was the endoscope ultrasound observer was not powered on and the video cable was not connected therefore no video signals entered into cv-190. In addition, ultrasound images were not selected due to inadequate sets for cv-190 pip-enter selection.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem with technical support, the user reported that the problem was resolved but could not determine what resolved the problem. The user facility determined that the problem was caused by use error; no further details were provided.

Event description:
Olympus was informed of a report that no image was generated. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed after a delay, described by the reporter as "several minutes." There was no patient injury that occurred associated with the event.